Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported a breakage needle issue. One opened box with seven unopened samples was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no performance - breakage needle was found. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-88076, 2210968-2019-88077. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture needle broke. It is unknown if another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.